Manufacturer narrative:
The device is expected to be returned for analysis, however, has yet not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that pipeline flex with shield did not open at the distal section. Ped2 4.00 x 16 was selected and prepared as per instructions for use (IFU) and was advanced. The device opening initially from the mid m1 section, it opened very slowly but did open. The distal end was resheathed twice at this point to encourage opening. The ped device was drawn back to distal ica (intended landing zone), the device was pushed out further, mid-section opened slowly past the aneurysm and around the bend of clinoid section appeared to be well apposed approx 50 % open. Then it was noted that the distal upper section of device appeared slightly constrained, after multiple runs to get a clear picture of the device distally, it was decided to resheath and reposition back up to the m1 and retry. The same thing happened again, and device was removed. A ped2 5.00 x 14 was used instead which was deployed slightly more proximally in the m1 and opened without problems. The aneurysm was then coiled. No patient injury occurred. The aneurysm was unruptured, saccular, max diameter was 5mm with a neck of 3mm. The landing zone was 3.5mm distally and 4.8mm proximally. The anatomy was moderate in tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation without the pipeline flex shield braid. Since the pipeline flex with shield braid was not returned; therefore, any contributing factors from the braid could not be assessed. No damages were found with the returned phenom catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the report of failure to open at the distal end was not confirmed. The event cause could not be determined, as the pushwire was returned without the pipeline flex with shield braid. Therefore, any contributing factors from the braid could not be assessed. No damages with the returned pushwire. The patient's vessel tortuosity was reported to be moderate. It's possible that the patient's vessel tortuosity may have contributed to the reported issue. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that pipeline flex with shield did not open at the distal section. Ped2 4.00 x 16 was selected and prepared as per instructions for use (IFU) and was advanced. The device opening initially from the mid m1 section, it opened very slowly but did open. The distal end was resheathed twice at this point to encourage opening. The ped device was drawn back to distal ica (intended landing zone), the device was pushed out further, mid-section opened slowly past the aneurysm and around the bend of clinoid section appeared to be well apposed approx 50 % open. Then it was noted that the distal upper section of device appeared slightly constrained, after multiple runs to get a clear picture of the device distally, it was decided to resheath and reposition back up to the m1 and retry. The same thing happened again, and device was removed. A ped2 5.00 x 14 was used instead which was deployed slightly more proximally in the m1 and opened without problems. The aneurysm was then coiled. No patient injury occurred. The guide catheter was placed up to petrous region. ( navien 072) phenom 027 microcatheter placed up into distal m1 region. Echelon 10 microcatheter placed into aneurysm. All the devices were used and prepared per the IFU. The aneurysm was unruptured, saccular, max diameter was 5mm with a neck of 3mm. The landing zone was 3.5mm distally and 4.8mm proximally. The anatomy was moderate in tortuosity. Pictures attached are of the second device once deployed none available of the first device. Device to be returned enclosed with the phenom device. Unable to clarify if the ped is within the microcatheter as physician drew the system back to resheath device was not seen. Both catheter and sheath screened under x-ray but not able to identify and confirm. A check of the rhv did not reveal. Itis believed that the pipeline is within the phenom.